Manufacturer narrative:
It was reported that the motor for the bed was not functioning as intended ("that bed head section gets stuck when trying to lower". Stated that "if they hit the motor it will start working"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer stated "that bed head section gets stuck when trying to lower". Stated that "if they hit the motor it will start working".